Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing more elevated blood glucose (bg) levels recently; however, the only specific reported bg level was 324 (mg/dl) on 08/04/2016. Customer administered a correction bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Review of pump data by the customer's clinical diabetes sales specialist (cds), and discussion with the customer, revealed that the customer uses humalog insulin in the pump cartridge for 2-3 days at a time, patient sometimes forgets to administer boluses after eating meals, uses the same 4 areas for infusion set sites, and that the customer sometimes waits for hours to change pump supplies after a pump cartridge runs out of insulin. The cds reported that the customer's a1c was 10 percent. Customer indicated that they will contact their health care provider to discuss diabetes management.